Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the nurse noticed the arterial dressing was wet. The arterial line was removed and a crack in the hub was noticed.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. The catheter was returned connected to a syringe. After the catheter failed functional testing, it was examined using magnification. The leak appeared to come from the connection of the luer hub to the catheter body, but was covered by the catheter compressed through the sleeve. The sleeve was then removed, and a small slit was identified in the crease of the bend. When the catheter body is continuously bent and creased, the material weakens, thus causing breakage to occur. The inner and outer diameter of the returned catheter were measured and were found to be within specification. The wall thickness of the catheter measured as expected. The returned catheter was functionally testing by clamping the distal end of the catheter body and injecting water through the luer hub using the returned syringe. When water was injected, liquid leaked from the connection of the catheter body to the luer hub. A manual tug test confirmed that the catheter body was fully secured within the luer hub. The IFU provided with this kit warns the user , "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken the wall of the catheter and cause a fraying or fatigue of material, leading to possible separation of catheter." The customer report of a catheter leak was confirmed by complaint investigation. The catheter contained one small leak from the connection of the catheter body to the luer hub. The catheter body was bent and had a small slit in the crease of the bend. The returned sample passed all relevant dimensional inspection. Based on the condition of the returned device, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports that the nurse noticed the arterial dressing was wet. The arterial line was removed and a crack in the hub was noticed.